Event description:
Ous MDR - after an implantation period of approx. 7 months it was reported that the rv coil continuity decreased out of range.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a gradual decrease of the coil continuity from around 600 ohms to approx. 300 ohms. The value measured during the test on the (B)(6) 2017 was 287 ohms. Furthermore the provided iegms demonstrated noise artefacts which were oversensed on the (B)(6) 2017. The root cause of these signals cannot be determined without an analysis of the lead. On the (B)(6) noise signals with small amplitudes and frequency were observed which most likely resulted from an external source. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.